Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for evaluation. Signs of use in the form of blood were present in the distal and medial extension lines. Adhesive residue was noted on the proximal line. Visual inspection revealed the proximal extension line had become separated from the luer hub. The luer hub was not returned. The point of separation was rough and jagged, consistent with undue force being applied to the extension line. The proximal line was also noted to have a knot in the body. The catheter body had been intentionally cut. The length of the catheter body measured 172 mm which is not within specifications of 207-227 mm per catheter product drawing because the body had been cut. The knot from the proximal extension line was removed and the length of the line measured 136 mm from the juncture hub which indicates that the extension line was separated at the luer hub based on the proximal extension line specifications from the juncture hub to luer hub of 134.9-135.1 mm per catheter product drawing. Since the proximal extension line measured longer than the specifications, it can also be concluded that the extension line had been stretched, this is consistent with it undergoing undue force. The outer diameter of the proximal extension line measured 2.16 mm which is within specifications of 2.13-2.21 mm per proximal extension line extrusion graphic. The inner diameter of the proximal extension line measured 0.057", or 1.4478 mm, which is within specifications of 1.42-1.50mm per proximal extension line extrusion graphic. The distal and medial extension lines were flushed with water from a 10ml lab inventory syringe to test for blocks. No blocks were observed. The end of the catheter was occluded and the distal and medial lines were pressurized with a lab inventory syringe filled with water to test for leaks. No leaks were found. A manual tug test confirmed the distal and medial luer hubs were fully secure to their extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit warns the user, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the proximal extension line had separated from the luer hub. The luer hub was not returned. The extension line met all relevant dimensional requirements and a device history record review based on sales history did not reveal any relevant findings. The separation point was jagged, consistent with undue force. However, without the luer hub returned for evaluation, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during placement of the catheter, the extension line of the proximal lumen got torn at the extension line clamp. The catheter was removed. No harm to the patient occurred.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that during placement of the catheter, the extension line of the proximal lumen got torn at the extension line clamp. The catheter was removed. No harm to the patient occurred.